Event description:
According to the reporter, on the second firing, malformed stapling occurred towards the end of the device. There was additional resection and manual suturing of tissue done. There was no bleeding, and nothing fell into the patient cavity. The procedure was not extended more than 30 minutes. No patient info available.

Manufacturer narrative:
(B)(4).